Event description:
One clinic reporting two similar occurrences with one lot number. The product number is 03-2432-7. Apparently "the saline port snapped off during use". "Qs" called facility to find out if "use" meaning during priming or during pt use. Rn advised "qs" to call back later when she is available to respond. Rn did confirm that complaint samples are available for analysis. Event type to be determined with more info rec'd. 8/15/00: further info rec'd from customer. First event took place at the end of pt treatment with reinfusion. The saline tee separated from the main line tubing as nurse was moving clamp positions. There was an estimated blood loss of 200cc due to discard of extracorporeal circuit; actual blood loss 10-20cc from leak. The pt experienced no adverse effects. Normal saline was given to the pt. MDR filed on blood loss greater than 20 cc. "Qs" informed that previously saved complaint sample was inadvertantly discarded at facility. Requested companion samples. This is the first of two related events, one with pt use, one after pt use.